Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the monitor beeps and a red cross appears on the error screen. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the efficia dfm 100 device, noting that when device is tried be to connected to power and turned on, the equipment does not respond, and when it does it shows the message: "equipment disabled. Failure in the system". Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.